Manufacturer narrative:
A4 weight: 54.2 kg. D4: lot number: 0033819844. D4: unique identifier (UDI) #: (B)(4). Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed kinks in the sheath and telescope assembly. Additionally, to inspect for damage in the imaging core at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the hub. Impedance test shows an electrical open proximal waveform between 130-140cm from the distal housing. Based on the evidence, the reported allegation of guidewire entanglement was not confirmed, since no damages were found during the visual test could have contributed to the reported issue. Additionally, the reported allegation of lost image was confirmed, since the open proximal found during the impedance test could have contributed to image lost.

Event description:
It was reported that the catheter became stuck on wire. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A cross-over approach was used to reach the right sfa-cto with a 45cm non-boston scientific (bsc) introducer sheath. The lesion was crossed, and wiring was performed using a 235cm jupiter s6 guidewire and a non-bsc catheter at the origin of the sfa. When the wire was advanced approximately 5cm, the non-bsc catheter was removed, and the lesion was assessed using the opticross 18 vascular imaging catheter. The wiring continued under intravascular ultrasound (ivus) guidance, and a 90cm mach1 guide catheter was advanced for backup. Due to the calcification of the lesion, the wire was replaced with a jupiter tp15. The procedure proceeded while confirming the lesion with the jupiter tp45 and opticross. During ivus pullback, an abnormality was observed on the screen, where the 1mm scale automatically switched to a smaller scale. Subsequently, the opticross 18 was removed and replaced with another of the same device. However, the new device displayed a dark image immediately after connection, even after increasing its sensitivity. The device was removed, and a third opticross 18 was used. During lesion confirmation, the image was lost. When attempting to remove the catheter, it became stuck with the jupiter tp15 wire. Both the catheter and wire were removed together. The procedure was continued using an opticross hd, which is intended for coronary arteries. Subsequently, higher force was applied to the jupiter tp45 to cross the lesion. Although the wire was able to cross, the stenosis was very high, so a 3mmx40mm coyote es balloon catheter advanced for dilation. The lesion was reassessed using the optocross hd. Since part of the of the wire had crossed through false lumen, true wiring was redone. The guidewire was replaced with a non-bsc wire, and the lesion was pre-dilated with 5mmx220mm sterling balloon. The lesion was nearly 30cm long and the proximal vessel diameter was over 6mm. A 6mmx100mm sterling balloon was used for further dilation. A 6mmx150mm and 7mmx150mm eluvia stents were placed, and the post-dilation was performed using 6mmx100mm sterling balloon. Ivus confirmed the placement of the eluvia stents, and after final angiography, the procedure was completed. No complications were reported.

Manufacturer narrative:
A4 weight: 54.2 kg.

Event description:
It was reported that the catheter became stuck on wire. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A cross-over approach was used to reach the right sfa-cto with a 45cm non-boston scientific (bsc) introducer sheath. The lesion was crossed, and wiring was performed using a 235cm jupiter s6 guidewire and a non-bsc catheter at the origin of the sfa. When the wire was advanced approximately 5cm, the non-bsc catheter was removed, and the lesion was assessed using the opticross 18 vascular imaging catheter. The wiring continued under intravascular ultrasound (ivus) guidance, and a 90cm mach1 guide catheter was advanced for backup. Due to the calcification of the lesion, the wire was replaced with a jupiter tp15. The procedure proceeded while confirming the lesion with the jupiter tp45 and opticross. During ivus pullback, an abnormality was observed on the screen, where the 1mm scale automatically switched to a smaller scale. Subsequently, the opticross 18 was removed and replaced with another of the same device. However, the new device displayed a dark image immediately after connection, even after increasing its sensitivity. The device was removed, and a third opticross 18 was used. During lesion confirmation, the image was lost. When attempting to remove the catheter, it became stuck with the jupiter tp15 wire. Both the catheter and wire were removed together. The procedure was continued using an opticross hd, which is intended for coronary arteries. Subsequently, higher force was applied to the jupiter tp45 to cross the lesion. Although the wire was able to cross, the stenosis was very high, so a 3mmx40mm coyote es balloon catheter advanced for dilation. The lesion was reassessed using the optocross hd. Since part of the of the wire had crossed through false lumen, true wiring was redone. The guidewire was replaced with a non-bsc wire, and the lesion was pre-dilated with 5mmx220mm sterling balloon. The lesion was nearly 30cm long and the proximal vessel diameter was over 6mm. A 6mmx100mm sterling balloon was used for further dilation. A 6mmx150mm and 7mmx150mm eluvia stents were placed, and the post-dilation was performed using 6mmx100mm sterling balloon. Ivus confirmed the placement of the eluvia stents, and after final angiography, the procedure was completed. No complications were reported.